Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience pro x, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous ostial left anterior descending coronary artery. Prior to the procedure the patient was experiencing anterior wall myocardial infarction and was in cardiogenic shock. Angioplasty was performed with a 3.5 x 18 mm xience pro stent delivery system. Thereafter, the patient was sent to the semi intensive care unit where they experienced a sudden cardiac arrest and died. No additional information was provided.